Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and noted the system powered in normal mode and error 23069 was confirmed. The fse then replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that while setting up for a case faults occurred against universal surgical manipulator (usm) 1. The customer power cycled the system, with no change. The intuitive tech support engineer (tse) had the customer exercise the usm and recover the fault. The fault recovered, however the customer moved the case to another system. The system logs showed an encoder error against axis 3 of usm 1. There were no reports of patient involvement.